Event description:
Medtronic received a report that the patient was undergoing minimally invasive neurointerventional treatment, blood flow diversion dense mesh stent implantation, and coil aneurysm embolization of a saccular, unruptured posterior communicating artery segment of left internal carotid artery aneurysm with a max diameter of 11mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.3mm distally and 3.89mm proximally. The access vessel was the femoral artery, with 6mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that during routine surgical operation, the 6f 90cm long sheath was successfully guided by the multifunctional angiographic catheter 125cm and 0.035-inch loach guidewire to reach the ipsilateral c2, and the 6f 115cm ton-bridge medical silver snake was pushed to go upper again to reach the cavernous sinus segment. The working angle was selected in 3d angiography. Then, under the guidance of the sychro guidewire, phenom27 successfully reached the middle cerebral artery. The ped-400-18 model was selected based on the measurement data, a high-pressure saline was used for full hydrattion, then the stent was deliver. However, during the stent delivery process, the resistance was extremely large at the proximal section of the catheter and the stent was abnormally stuck, making the deliver and the retrieve impossible to achieve; also it was had to be withdrawn from the body as a whole. The professor suspected that there was a problem with the phenom27 microcatheter, so they did not dare to continue using the phenom27. They unpacked a stryker stent microcatheter xt27. Since the previous ped-400-18 could not be retrieved, they unpacked a new ped-375-18 stent. As a result, there was no abnormality in the delivery, and the subsequent stent opening and deployment were very smooth. The angiograp hic result post procedure was normal without abnormalities. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a (qc-10-30-3d, qc-8-30-3d,qc-6-20-3d,prime-6-20-3d (two),prime-5-15-3d,prime-4-12-3d, prime-4-10-hx ) coils, sychro 0.014 inch 200cm stryker guidewire, phenom27 150cm microcatheter, 6f 115cm ton-bridge medical silver snake intermediate catheter, and 6f 90cm cook long sheath.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. It could only be speculated that it may be due to the phenom27, because the problem did not recur after subsequently switching to the xt27. No kink/damage to the stent and catheter was observed after removal. No damage to the pipeline pushwire was observed.

Manufacturer narrative:
Product analysis : as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within their opened inner pouches. The distal core wire and braid were already separated from the pipeline flex pusher and returned within the introducer sheath. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 catheter hub. No damages were found with the phenom-27 hub. The phenom-27 catheter body was found kinked and slightly accordioned between ~5.4cm and ~3.4cm from the distal end. No damages or irregularities were found with the distal tip or marker bands. No damages were found with the pipeline flex proximal pusher. The hypotube was found stretched and broken. The distal delivery wire was found separated from the hypotube proximal to the wire weld. The resheathing pad, proximal bumper and resheathing marker were found still on the distal wire and found undamaged. The ptfe dps sleeves were found undamaged. The tip coil was found damaged. The proximal braid end was found tapered, frayed and damaged. The distal braid end was found tapered, frayed and damaged. Testing/analysis: the separated distal wire was sent out for eds analysis. The phenom-27 micro catheter was flushed, and water exited the distal tip. An in-house mandrel was inserted into the phenom-27 hub, through the micro catheter body and out the distal end with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ and ¿resistance during retrieval¿ were confirmed as the damages found is consistent with resistance. From the damages seen on the braid (damaged/frayed/tapered); hypotube (break), distal wire (separation), tip coil (damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the phenom-27 catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. No resistance was encountered with the returned phenom-27 and an in-house mandrel. The micro catheter was found kinked/accordioned, indicative of resistance; however, the damages did not contribute towards resistance during testing. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process ((B)(4)) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.